Event description:
It was reported by service report that the cot does not lock. The service tech reports that the customer does not know if there was pt involvement or if there are adverse consequences to report.